Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned an elderly asian male patient of unknown age. Medical history and concomitant medication were not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injection (humalog mix25, 100u/ml) from cartridge via reusable pen humapen ergo ii, 8-14 units at unknown frequency, subcutaneously, for the treatment of hyperglycemia, beginning on an unknown date in 2011. On an unknown date in jul-2023, while on insulin lispro therapy he experienced a problem of inefficacy ((B)(4) lot d584187) for one cartridge out of five and because of this he suffered from hyperglycemia and sugar level increased till 500 (units, exact values and reference range was not provided) and was hospitalized. In aug-2023 again he faced the same issue with one cartridge out of five but caretaker somehow resolved hyperglycemia by purchasing one new pack of cartridge. Again in sep-2023 caretaker noticed same problem regarding cartridge so she also check with new humapen ergo ii application but that pen plunger was not properly working, plunger was stuck inside and not coming out. Outcome of events were recovered with sequelae. The information regarding the corrective treatment details and further hospitalization details were not provided. Insulin lispro therapy was ongoing. The operator of the humapen ergo ii device and his/her training status was not provided. The device model, duration of use was not provided but was started on an unspecified date in 2011 and the suspect device duration of use was not reported. The action taken with the suspect device was not provided and was not returned to manufacturer. The reporting consumer related the event of hyperglycemia with the insulin lispro protamine suspension 75%/insulin lispro 25% therapy and humapen ergo device, while did not provide the relatedness assessment of the remaining event with the insulin lispro therapy and humapen ergo device. Update 06-oct-2023: information was received from the initial reporter on (B)(6) 2023. No new medically significant information was received and no other changes were made to the case. Update 10-oct-2023: information was received from the initial reporter on (B)(6) 2023. No new medically significant information was received and no other changes were made to the case. Edit (B)(6) 2023: updated medwatch fields for expedited device reporting. No new information added. Update 17-oct-2023: information was received from the initial reporter on (B)(6) 2023. No new medically significant information was obtained and no changes were made to the case. Update 18oct2023: additional information received on 12oct2023 and 16oct2023 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; recoded device from hp ergo unknown pen body type to humapen ergo ii, updated device was not returned to manufacturer for the suspect humapen ergo ii associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 18oct2023 in the b.5. Field. No further follow-up is planned. Evaluation summary a male patient reported that the pen plunger of his ergo ii device was "not properly working, plunger was stuck inside and not coming out." The patient experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The humapen ergo ii core instructions for use states to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.